Event description:
Reporter indicated that device disgnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Review of x-rays by physician did not reveal any obvious discontinuities in the vns therapy system. The patient was taken off their seizure medication due to lack of coverage by the medical program in their state. As a result, the patient experienced multiple grand-mal seizures, after which device diagnostic testing resulted in high lead impedance readings. The patient has since resumed taking their seizures medication. Review of x-rays by manufacturer revealed a gross fracture in the lead wire. The lead wire was noted to be curled up, consistant with conditions that exist when a patient manipulates the device through the skin. Revision surgery is planned.

Event description:
Further follow up revealed that the patient has experienced and increase in the frequency and intessity of her seizures. Neurologist indicated that the patient was a no show for several visits and has not called to reschedule. Neurologist indicated that the patient is not a candidate for revision surgery as the patient is non-complaint and does not come to follow-up appointments for device programming. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.